Manufacturer narrative:
Correction: d10 - concomitant medical products and therapy dates needed to include associated products.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-14821. Related manufacturer's reference number: 2017865-2021-14822. It was reported the patient presented in the hospital. It was observed the patient had a systematic infection. The patient's pacemaker, right atrial and right ventricular lead were explanted on (B)(6) 2021. The patient was in stable condition.